Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. Consumer states he has experienced a "rash from the third rib up since the stent was implanted." He also "started with rectal irritation at the rectum within a month after stent implantation." He stated the symptoms continue today. Unable to obtain additional info.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.